Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown, ubd: unknown , UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was unstable before a case; the system was randomly rebooting and freezing. There was no patient present when this issue was identified. A manufacturer representative attended the site and confirmed the site's observation. The ram and video card were reseated and the bios battery. The system worked without incident after the previous actions but the local clinical specialist requested that the computer be replaced. The computer was replaced and the software was loaded. The network and digital intercommunication of medicine (dicom) were configured and everything tested ok.

Manufacturer narrative:
The computer has been received by the manufacturer. However, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The rolling stone computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer booted normally to the application screen. No random re-boots or freezing was observed in the software. No errors were received. No failure was found. If information is provided in the future, a supplemental report will be issued.